Manufacturer narrative:
Batch review performed on 03 march 2023: lot: 2009612: (B)(4) items manufactured and released on 28-oct-2020. Expiration date: 2025-10-19. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review. Additional device involved: batch review performed on 03 march 2023: ball heads: cocr 01.25.034 cocr ball head 12/14 ø 36 size xxl +10.5 (k080885) lot: 172873: (B)(4)items manufactured and released on 06-oct-2017. Expiration date: 2022-09-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold without any similar reported event during the period of review.

Event description:
At about 1 year 5 months after the primary, the patient came in reporting pain due to a leg length discrepancy and the cause is unknown. The surgeon revised the head and liner (36 to 40 mm) and the surgery was completed successfully.